Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported that following a previously reported replacement, the patient started feeling pain in the right abdomen, right shoulder, and left abdomen a few weeks after the replacement. The patient was seen the day prior to the report and the device was shut off and the pain supposedly subsided. It was noted that the managing hcp referred the patient over to another hcp for the battery replacement and egg testing. When the battery was replaced they also moved the leads to a better spot picked out by the new hcp to help relieve the increase in the patient's nausea and vomiting. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in (B)(4). If information is provided in the future, a supplemental report will be issued.